Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where pocket c1 and a1 were not detected on the bus and displayed an error message stating 'disconnected mode, failed hardware'. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the drawer 1 pockets c1, a1 were failed to detect on bus. The field service engineer (fse) connected remotely with the customer and successfully resolved the pocket issue. The system had functioned as intended after the customer had resolved the device issues with the assistance of the field service engineer.